Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. After the customer rebooted the system, there has been no request from the hospital for service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. The unit was restarted and then operated as expected. There was no report of patient injury.